Manufacturer narrative:
The field service engineer checked probe alignments, probe washes, pump pressures, and rinse levels to ensure proper operation. The customer ran calibration and controls; all values were within the customer's specifications.

Event description:
The initial reporter stated they have been having issues with vanc3 vancomycin recovery on the cobas pro c 503 analytical unit. Control recovery will go higher and then they have to recalibrate. After recalibrating, the customer will pull patient samples that were previously tested and repeat these. The reporter provided data for one patient sample that had discrepant vancomycin results. The sample initially resulted in a vancomycin value of 48.8 ug/ml and this value was reported outside of the laboratory. The sample was pulled and repeated after controls went high and the assay was recalibrated. The repeat result was 38 ug/ml on (B)(6) 2022. The repeat value was deemed correct and a corrected report was issued. The serial number of the c 503 analyzer is 2190-03.

Manufacturer narrative:
Investigations have determined that calibration frequency specifications were not met for the vancomycin assay. There was a downward drift in measurement signals for the reagent pack in use. This leads to a higher recovery in quality controls and patient samples for the reagent pack in use. Notifications have been sent to customers alerting them of this issue. It is recommended to customers to carefully monitor control intervals and recovery.